Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with recurrent diabetic ketoacidosis experienced hyperglycemia progressing to mild dka while not using the ilet, ran out of insulin during travel, and later received subcutaneous insulin in the emergency department before discharge; the user intermittently discontinues ilet use and lacks consistent backup therapy and supplies. Symptoms included hyperglycemia with dka. Outcomes included emergency treatment and temporary disability with required intervention. Investigation included complaint record review and communication with the healthcare provider. Investigation of this case revealed user not connected to the device at the time of the event, with contributory factors including therapy interruption, access issues for supplies, and underlying behavioral health challenges. It was concluded that the event was related to hyperglycemia from therapy interruption while the device was not in use, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.